Event description:
Legal dept received a letter alleging his client "recently underwent revision surgery to replace a defective depuy knee prosthesis." Medical records indicated that there was significant wear of the patella and insert.